Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes stating the acetabular component had dislodged completed. The superior dome was significantly fractured and noted to be chronic in nature. The returned shell is assembled with the liner. A large amount of bio debris remains affixed to the porous coating. There is no indication as to which hole of the shell allowed the screw to slip through. The hole with the least bio debris is suspected to be the hole used for the screw. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Medical devices: 110024465 - g7 dual mobility liner ¿ 600180, ep-200152 - act artic e1 hip brg ¿ 339960. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 17 days post implantation due to the screw ripped through the shell. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI# (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01202, 0001825034 - 2019 - 01205.

Event description:
It was reported that patient underwent a right hip revision approximately 2 weeks post implantation due to pain, dislocation, limited mobility and shortened right leg. During the surgery, it was found that the acetabular component had completely dislodged and the superior dome was severely fractured. Attempts have been made and additional information on the reported event is unavailable at this time.